Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that none of the infusion device buttons are working despite changing the battery and battery cover. When the infusion device is turned on e8 (power interrupt) error is displayed and the pt is unable to clear/confirm the error by pressing the check button. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.